Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported axial slippage of a mesa deformity screw approximately 26 months post-operatively. Revision surgery is not required.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported axial slippage of a mesa deformity screw approximately 26 months post-operatively. Revision surgery is not required.